Manufacturer narrative:
The wound has reportedly healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The infection has resolved. The recipient is healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection has resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection at the implant site. The recipient is presenting with non auditory sensations. The infection is not believed to be device related. The recipient's infection was surgically cleaned and medical treatment (type unknown) was provided.

Manufacturer narrative:
The recipient's infection has healed. The recipient is wearing the device. The root cause cannot be determined as it could involve: recipient anatomy/ hygiene, cochlear environment, surgical technique, trauma to the recipient, etc.. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection has reportedly recurred. Medical treatment (type unknown) was provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.